Event description:
When using a full radius blade there was shedding noticed in the joint. Also used in the procedure was a shaver handpiece 72200616. Per the malfunction report tiny pieces of metal were not possible to flush out.

Manufacturer narrative:
The returned blade assemblies were evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. A change to the design which in turn drove a change in the fabrication process for the inner blade has been affected, via CAPA (B)(4), which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).